Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled device replacement, the physician had difficulty inserting the left ventricular lead into a competitors implantable cardiac defibrillator. The lead could not be fully inserted and only the distal tip electrode was active. The lead was reported to remain implanted.